Event description:
Customer reported an issue with incorrect time settings on pump, resulting in a discrepancy of more than five minutes between displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with updating pump time and advised monitoring the device for any recurring discrepancies, which the customer acknowledged and understood.